Event description:
Boston scientific corp has become aware of the following event: the physician performed a flush during preparation outside the body, water gushed out of the tip of the catheter like a fountain. The catheter was returned to mfg site and the investigation was performed. The following was found during the investigation. Fluid were observed inside the telescope and distal tip assembly. A split open hole was observed in imaging window 2.4 cm from distal tip end. Fluid was leaking in the open hole during flushing process.

Manufacturer narrative:
A review of the device history record was performed on the batch. All units are 100% inspected for visual, dimensional and functional compliance prior to acceptance and packaging. Units that failed certain portions of the visual or functional tests were reworked and 100% inspected again prior to being accepted. During investigation, fluid were observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. A split open hole was observed in imaging window 2.4 cm from distal tip end. Fluid was leaking in the open hole during flushing process. During image characterization testing, no image appeared in the systems due to imaging core wind up in the telescope assembly. No immediate corrective action / escalation is recommended based on the individual investigation findings and root cause analysis below. However, trending will be done outside the individual investigations on a regular basis to monitor the issue over time and assess the need for further action. Root cause for the hole in the imaging window is undetermined. No image appeared in the systems due to imaging core wind up in the hub and/or telescope assembly. Wind up is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image.